Event description:
It was reported that the right atrial (ra) lead was surgically abandoned due to noise. Subsequently a new ra lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.